Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent delivery system. During removal, resistance was encountered and the shaft fractured outside of the pt. Pt status is listed is listed as "okay".